Event description:
Our rep is reporting to us that during an arthroscopic acl repair, a portion of the distal tip of a hex driver broke off into the fixation screw whilst the surgeon was driving the screw into the bone. The tip fragment was easily retrieved from the body and the procedure was concluded successfully without further issue or harm to the patient.. Complaint device discarded at user facility.

Manufacturer narrative:
Nothing is being returned for an evaluation; complaint device discarded at user facility. No lot number supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; it is possible that user technique, possibly the application of excessive mechanical force while driving the screw into, maybe very hard bone, or inadequate bone hole prep, is the underlying cause for the reported issue. Outside of those hypotheses and considerations, we cannot discern any other root cause for this reported incident. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.